Manufacturer narrative:
Roche received customer complaints alleging the generation of false negative influenza a (flu a) results and late flu a target CT values with the following cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems in relation to other platforms. These allegations are specific to recently circulating mutations (single or double mutation) in h1n1pdm09 pertinent to the region of interest to the aforementioned tests. The identified mismatches have been increasing among h1n1pdm09 sequences deposited to the gisaid database. In silico analysis performed by the roche global surveillance team of available sequences within the gisaid database has identified two new single nucleotide polymorphisms (snps) within the region of interest of the cobas® sars-cov-2 & influenza a/b test for use on cobas® 6800/8800 systems. In vitro transcript model studies and testing cultured virus indicate there is impact on the test¿s sensitivity. The investigation is on-going. Consignees have been informed to monitor for negative influenza a results that are inconsistent with clinical presentation and/or other clinical and epidemiological information. Additionally, consignees are reminded to review the tests¿ instructions for use, specifically the intended use statements and procedural limitations sections, which provide guidance on how negative results should be utilized and mutations within the target regions of the tests can impact detection, respectively. Initial reporter name and address, facility name truncated due to character limit : (B)(6) westmead.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. On (B)(6) 2023, during a conference in australia, a customer reported the potential for obtaining false negative influenza a results while using the cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems. The customer conducted their own investigation into this issue and concluded it was due to an influenza a strain with mutations in circulation at the time of testing. The customer confirmed the strain as h1n1pdm09. No harm was being alleged and no data/ further details are available.